Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, an 18f manta was deployed for closure in the right common femoral artery. Vasculature was noted > 7.0mm, with no calcification or tortuosity. Ultrasound and micro puncture were utilized to achieve a mid-femoral head positioned access. A pre-angiogram revealed proper placement and adequate flow of contrast through the vessel. Depth deployment measurement was unknown but was reported as performed per the IFU. No complications were experienced advancing or withdrawing the procedural sheaths. Following deployment hemostasis was achieved, the guidewire was removed, and a post angiogram taken. Locating where the manta was deployed, and the positioning of the lock, where challenging to view, due to the presence of a prosthetic hip. The angio did not show any extravasation, however, blood flow was slowed. Pedal pulses were good, the groin area was soft, and the patient was sent to recovery. Two to three hours later, the patient presented back in the operating room with a cold leg. The vascular surgeon performed a cut down, explanted manta, and repaired the vessel. During the surgical intervention, the surgeon noted it looked like there was a dissection present in the right common femoral artery. Dissections are a common event in large bore procedures. It is inconclusive if the dissection was caused during the procedure or by the manta device. Trauma such as dissections, vessel lacerations, ischemia of the leg or stenosis of the femoral artery, and other access site complications leading to localized surgical repair related to the deployment are known adverse events associated to manta deployment.

Manufacturer narrative:
Device will not be returned. An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: physician reported that there was a suspected complication with the 18fr manta that was used on a patient. Access was gained on the rcfa under normal protocol with ultrasound and micro-puncture. A pre angio was taken showing proper sheath placement and adequate flow of contrast down the vessel. The depth measurement for the manta was performed per IFU. The large bore procedure was then performed with an 18fr sheath plus valve. Once the procedure was completed 40 units of protamine was given. The manta sheath was then advanced into the vessel, dilater was removed and the manta device was advanced over the wire per IFU. The manta was deployed by physician achieving hemostasis. The wire was removed and a post angio was taken. Due to the patient having a prosthetic hip it was difficult to properly visualize the stainless steal lock and where the manta was deployed. The angio did not show any extravasation, but flow was slightly slowed. Pulses were good, groin was soft and the patient was sent to the recovery area. 2 to 3 hrs later the patient presented with a cold leg. They were taken back to the hybrid or where a cutdown was performed. The manta was removed, and the vessel was closed. According to the staff the vascular surgeon stated it looked like there was a dissection in the rcfa. The patient tolerated the procedure well and was discharged the next day.